Event description:
Upon starting procedure, the pt stated that she was nervous. Catheter inserted per policy. After threading catheter, pt complained of shortness of breath and chest pain. Pt's face was flushed, so catheter was immediately removed.